Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced inability to disengage the cot from the cot fastener. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 1 to 0.

Event description:
This report summarizes 0 malfunction event, where it was reported the device experienced inability to disengage the cot from the cot fastener. There was no patient involvement.

Manufacturer narrative:
The number of events has been updated to include an event previously reported on MFR report # 0001831750-2024-00244 following the completion of an investigation.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced inability to disengage the cot from the cot fastener. There was no patient involvement.